Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of chronic deep vein thrombosis (dvt), pulmonary embolism (pe) and a rectus sheath hematoma. The filter was indicated due to contraindication for anticoagulant therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Four days later, the patient underwent angiogram and coil embolization of the inferior epigastric artery. Approximately nine years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was located at the t12-l1 interspace. The superior aspect of the filter was tilted medially and laterally and was in contact with the wall of the inferior vena cava (ivc). All of the filter struts had perforated the ivc by up to 4mm and were within the soft tissues. Several fractured fragments were noted at the inferior aspect of the filter. Approximately thirteen years after the filter implantation, the patient expired. The patient¿s manner of death was noted to be natural on the death certificate with the immediate cause listed as hepatic artery rupture as a result of hypertension. Approximately fourteen years after the filter implantation, the patient¿s next of kin became aware of the patient¿s filter tilt and fracture. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc and tissue perforation and hepatic artery rupture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforations and rupture. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting and perforation of all filter struts beyond the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding organ/tissue, and fracture of multiple filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of chronic deep vein thrombosis (dvt), an episode of pulmonary embolism (pe) and a rectus sheath hematoma. The filter was indicated due to contraindication for anticoagulant therapy. The right groin was prepped in the usual sterile fashion. Using a standard micro puncture technique, the right femoral vein was accessed. A venogram was performed and the renal veins were ascertained. The optease filter was successfully deployed without complication in the inferior vena cava just below the level of the renal vein. Approximately nine years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported the superior end of the optease retrievable ivc filter at the t12-l1 interspace. The ivc filter was noted tilted medially at the superior end and also tilted laterally and in contact with the ivc wall. All the struts of the ivc filter perforating the ivc up to 4mm with the perforated struts within the soft tissues. Several fractured fragments were noted at the inferior aspect of the ivc filter. According to the information received in the patient profile form (ppf), the patient is deceased. Per the death certificate, the manner of death was natural, and the immediate cause of death was hepatic artery rupture as a consequence of hypertension. The next of kin reported tilting, perforation of filter struts outside the ivc and fractured fragments in the inferior aspect of the ivc, becoming aware of these events approximately fourteen years after the filter implantation.